Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via a radial artery. The 70-80% stenosed de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery with an anomalous origin. A significant bend, >45 and <90 degrees, was noted in the concentric lesion which measured 3.5x20mm. Pre-dilation was performed with a 2.5x9.0mm maverick balloon catheter; residual stenosis was 50%. The 3.5x24mm promus element drug-eluting stent system was then advanced, but after exhaustive attempts, was unable to cross the lesion. The promus element was removed in order to perform further pre-dilation. While removing the stent, it creased over itself when entering the 6fr 3.5 runway guide catheter. The device was removed and damage was noted. The procedure was successfully completed with balloon angioplasty. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product(B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, stent damage occurred. Vascular access was obtained via a radial artery. The 70-80% stenosed de novo target lesion was located in the severely tortuous and mildly calcified right coronary artery with an anomalous origin. A significant bend, >45 and <90 degrees, was noted in the concentric lesion which measured 3.5x20mm. Pre-dilation was performed with a 2.5x9.0mm maverick balloon catheter; residual stenosis was 50%. The 3.5x24mm promus element drug-eluting stent system was then advanced, but after ¿exhaustive¿ attempts, was unable to cross the lesion. The promus element was removed in order to perform further pre-dilation. While removing the stent, it creased over itself when entering the 6fr 3.5 runway guide catheter. The device was removed and damage was noted. The procedure was successfully completed with balloon angioplasty. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. The stent had moved distally by approximately 5mm on the balloon. The struts between the fourth and eighth rows from the proximal end of the stent appeared to be bunched. The distal end of the balloon appeared to be slightly inflated. Kinks were observed along the entire length of the hypotube. The tip was slightly flared. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).